Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture, increased threshold measurements and pacing inhibition the same day the implant was performed. A revision procedure was performed and microdislodged was noted. The lead was repositioned without further incident. No additional adverse patient effects were reported.